Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. The external device displayed message ¿generator has reached end of service¿. The patient lost stimulation approximately 2-3 months ago. As a result, the ipg was replaced.